Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Pacing threshold measurements were noted to be stable and acceptable. Review of stored device memory revealed episodes of noise that was oversensed resulting in pacing inhibition for greater than two seconds and loss of capture (loc). The patient was pacemaker dependent. The noise was unable to be reproduced in-clinic with pocket manipulations and patient isometrics. A chest x-ray was performed and revealed that the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was performed. The lead was surgically capped and abandoned and a new rv lead was successfully implanted without incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal segment of the lead was returned. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, deformation of the conductor coils, the cathode coil was observed to have fractured 112 millimeters (mm) from the terminal pin, the conductor coils were observed to be stretched and cuts were noted in several locations in the lead insulation. Laboratory analysis confirmed the reported clinical observations. Analysis concluded that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.